Event description:
It was reported that the patient is hospitalized in the ICU with the diagnosis of labyrinth infection with meningitis symptoms. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.